Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that intermittent sensing and atrial lead dislodgement was observed during an implant. When the physician attempted to reposition the lead, the helix screw would not retract. The atrial lead was replaced. There were no adverse health consequences to the patient; the patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.